Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with her tubing being detached from the site. Customer's blood glucose level was 440 mg/dl. Customer stated that the high blood glucose level was caused by the tubing being detached from the site. Customer does not feel good and needed to treat first. Customer wanted to insert a new infusion set. Customer was informed that the helpline will follow-up with her at a later time when she felt better. Customer was called back regarding high blood glucose levels and sensor issues, but customer did not answer. No additional information provided.